Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Date of event: the event / procedure date is not available. The initial reporter name is not available. The initial reporter phone: (B)(6). [Conclusion]: the healthcare professional reported that the patient underwent a mechanical thrombectomy procedure using a 5mm x 33mm embotrap ii revascularization device (et009533 / 20h062av) was used in combination with a react¿ aspiration catheter (medtronic) at an internal carotid artery (ica)-tip target occlusion and the patient experienced perforation and bleeding. The physician expected most of the thrombus to be removed during the first pass, but the thrombus was larger than expected, and ¿the rest were transferred to anterior cerebral artery (aca).¿ the perforation occurred when the physician used the chikai 14 guidewire (asahi-intecc) in attempt to remove the thrombus. ¿the thrombus was successfully retrieved by lifting only the product.¿ the reported bleeding that occurred as a result of the perforation stopped without any problem or sequelae. Additional information received on 26 february 2021 indicated that the perforation was not caused by the embotrap ii device. The perforation appears to be related to the manipulation of a competitor guidewire. Regarding the subsequent bleeding, the physician used the wait and see approach; the bleeding resolved without sequelae. Based on complaint information, the device was not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (20h062av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Embolization of thrombus is a known potential complication during thrombus removal procedures in which the embotrap ii is used. During these interventional procedures, the device is advanced and withdrawn through pre-existing thrombotic lesions with risk of embolization of thrombus. With the information provided, it is not possible to determine the root cause of the event. However, there are clinical and procedural factors including clot burden, vessel characteristics, and device manipulation that may have contributed rather than the design or manufacture of the device. Since the thromboembolism occurred in association with the embotrap device and necessitated additional thrombectomy attempt (s) for restoration of blood flow to prevent permanent injury, the event currently meets MDR reporting criteria. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the patient underwent a mechanical thrombectomy procedure using a 5mm x 33mm embotrap ii revascularization device (et009533 / 20h062av) was used in combination with a react¿ aspiration catheter (medtronic) at an internal carotid artery (ica)-tip target occlusion and the patient experienced perforation and bleeding. The physician expected most of the thrombus to be removed during the first pass, but the thrombus was larger than expected, and ¿the rest were transferred to anterior cerebral artery (aca).¿ the perforation occurred when the physician used the chikai 14 guidewire (asahi-intecc) in attempt to remove the thrombus. ¿the thrombus was successfully retrieved by lifting only the product.¿ the reported bleeding that occurred as a result of the perforation stopped without any problem or sequalae. Additional information received on 26 february 2021 indicated that the perforation was not caused by the embotrap ii device. The perforation appears to be related to the manipulation of the guidewire. Regarding the subsequent bleeding, the physician used the wait and see approach; the bleeding resolved without sequalae.